Event description:
The customer reported that the jaws of the device would not re-open during an exploratory laparotomy while the surgeon was working on tissue described as being thick. The device jaws were removed manually with no tissue damage. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.